Manufacturer narrative:
Concomitants: (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-012-41-3020 - logic tibia traptray cem sz 3f/2t. (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (B)(4) rk revised is associated with this case. It was reported that approximately 76 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. No information was received to indicate the need for a complaint record that would necessitate regulatory reporting; therefore, this complaint will be invalidated.